Manufacturer narrative:
Initial.

Event description:
It was reported that a customer¿s insulin pump infusion set information was not displaying on the ilet bionic pancreas user interface, and a support agent guided troubleshooting and initiated a firmware update, after which the data displayed as expected and education on checking for updates was provided. Symptoms included no clinical symptoms. Outcomes included no impact to health and no hospitalization. Investigation included remote troubleshooting and verification of device performance following a firmware update. Investigation of this case revealed that the device was operating on outdated firmware that led to incorrect or incomplete on-device display of infusion set information, resolved by updating the device software, with no hardware component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user-operated device on outdated software, addressed through corrective firmware update and user education.